Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. The reservoir functioned properly upon first activation. Then, the surgeon felt the locking plate of the reservoir was tighter than usual. Another like product was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00460. The same patient is represented in each medwatch.